Manufacturer narrative:
Device failure related intraluminal device failure. Date of procedure: 3/9/1998. The tracker-18 hf catheter was returned in two pieces wrapped around themselves in a small biohazard bag. There were portions of crushed tubing and delamination along the proximal and mid shafts. During the investigation it was confirmed that a segment 8 cm long of the distal shaft with the distal marker had detached. On the remaining shaft, it was observed that there was an inside, deep longitudinal scratch starting 1.2 cm distal to the junction of the mid shaft. Then the mid shaft was ripped on a segment 2.5 mm long, this tear transitioned into a circumferential fracture where the most distal 8 cm of the distal shaft detached. These anomalies are an indication that the catheter detached due to the failure of an intraluminal device. Additionally, on the detached segment it was observed the same deep scratch inside (as in the proximal section of the mid shaft), running all the way from the fracture site to the proximal marker filler. The shaft was also accordion wrinkled on a segment 1.6 cm long proximal to the distal end. The accordion wrinkles are consistent with the jamming of an intraluminal device that had been forcefully removed. Per labeling instructions: "caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." "Free movement of the guidewire within the catheter is an important feature of a steerable guidewire system. Whenever possible, test the catheter / guidewire system for resistance prior to use and replace components if necessary." "Warning: never advance or withdraw an intraluminal device against resistance. Movement of catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or damage catheter and guidewire. In severe cases, tip separation of catheter of guidewire may occur." Occurence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during the procedure the distal 6 cm of the catheter broke off in the pt. This occurrance caused no harm to the pt.